Event description:
Boston scientific received info that this right atrial (ra) lead dislodged the day following the implant procedure. As a result the physician performed a revision procedure to reposition the lead but was unsuccessful. The lead was removed and has been returned.